Manufacturer narrative:
The product is not available for evaluation; no lot information was provided. No definitive root cause could be established. Review of labeling: possible adverse events - bending, disassembly, or fracture of implant and components. - loosening of spinal fixation implants may occur due to inadequate initial fixation, latent infection, and/or premature loading, possibly resulting in bone erosion, migration, or pain.

Event description:
Customer reports an x-ray taken almost a year after surgery shows an admiral variable angle screw has backed out of what appears to be a locked plate. Although three follow-up attempts were performed, customer was unresponsive. No additional information was provided regarding this event. The product is not available for evaluation.